Event description:
Health professional reported swelling at injection sites in a patient approximately three months after injection with juvederm ultra plus xc to the nasolabial folds, oral commissures, marionettes, and lips. Symptoms were treated with oral steroids and injectable steroids. Hylase injections were also used but the patient reacted to this treatment. Health professional reported that the symptoms are under control but ongoing at this time, with swelling more prevalent at the left nasolabial fold and right upper lip.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2013. Device labeling: precautions for use: there is no available clinical data (efficiency, tolerance) about injection of juvederm ultra plus injectable gel in patients with a past history r a declared autoimmune disease. The practitioner should then decide to inject case by case, according to the nature of the disease and the associated treatment and ensure a particular follow-up of these patients. Undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection.